Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation- uterus/migration /migration of essure device location of device: lower part of my uterus') in a 47-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included flank pain. Concurrent conditions included hypertension and obesity. Concomitant products included ibuprofen and lisinopril since (B)(6)2019. On (B)(6)2009, the patient had essure inserted. In (B)(6)2010, the patient experienced migraine ("migraines / headaches"). In (B)(6)2013, the patient was found to have weight increased ("weight gain"). In (B)(6)2015, the patient experienced pruritus ("allergic or hypersensitivity reaction type: itchy dry skin"). On (B)(6)2017, the patient experienced stress urinary incontinence ("bladder or urinary problems or changes: stress incontinence"), 7 years 4 months after insertion of essure. In (B)(6)2017, the patient experienced uterine perforation (seriousness criterion medically significant). In (B)(6)2018, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating."). In (B)(6)2018, the patient experienced abdominal pain lower ("lower abdominal pain"). In (B)(6)2019, the patient experienced mood swings ("hormonal changes describe: mood swings"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury related to essure? Yes"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea") and genital haemorrhage ("abnormal bleeding"). Essure treatment was not changed. At the time of the report, the uterine perforation, dysmenorrhoea, pelvic pain, abdominal pain, psychological trauma, urinary tract disorder, fatigue, alopecia, headache, nausea, weight increased, mood swings, pruritus, migraine, abdominal distension, abdominal pain lower, stress urinary incontinence and genital haemorrhage outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, fatigue, genital haemorrhage, headache, migraine, mood swings, nausea, pelvic pain, pruritus, psychological trauma, stress urinary incontinence, urinary tract disorder, uterine perforation and weight increased to be related to essure. The reporter commented: she had received treatment for pain,migration,bladder problems, discrepancy noted in insertion date :(B)(6)2010, (B)(6)2009. Left device in the infundibulum of the uterus and the right lying outside the contour of the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Imaging procedure - on (B)(6)2009: bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record : stress incontinence . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-dec-2019: pfs and medical records received: reporter information, lab data, medical history and concomitant drug was added. New events "hormonal changes describe: mood swings, allergic or hypersensitivity reaction type: itchy dry skin, bladder or urinary problems or changes: stress incontinence gastrointestinal or digestive system condition type: bloating, lower abdominal pain, migraines / headaches" were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation- uterus/migration /migration of essure device location of device: lower part of my uterus') in a 47-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included flank pain, hyperlipidemia and migraine. Concurrent conditions included hypertension and obesity. Concomitant products included ibuprofen and lisinopril since (B)(6) 2019. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced pruritus allergic ("allergic or hypersensitivity reaction type: itchy dry skin"). On (B)(6) 2017, the patient experienced stress urinary incontinence ("bladder or urinary problems or changes: stress incontinence"), 7 years 4 months after insertion of essure. In (B)(6) 2017, the patient experienced uterine perforation (seriousness criterion medically significant). In (B)(6) 2018, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating."). In (B)(6) 2018, the patient experienced abdominal pain lower ("lower abdominal pain"). In (B)(6) 2019, the patient experienced mood swings ("hormonal changes describe: mood swings"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury related to essure? Yes"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea") and genital hemorrhage ("abnormal bleeding"). Essure treatment was not changed. At the time of the report, the uterine perforation, dysmenorrhoea, pelvic pain, abdominal pain, psychological trauma, urinary tract disorder, fatigue, alopecia, headache, nausea, weight increased, mood swings, pruritus allergic, migraine, abdominal distension, abdominal pain lower, stress urinary incontinence and genital hemorrhage outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, fatigue, genital haemorrhage, headache, migraine, mood swings, nausea, pelvic pain, pruritus allergic, psychological trauma, stress urinary incontinence, urinary tract disorder, uterine perforation and weight increased to be related to essure. The reporter commented: she had received treatment for pain,migration,bladder problems, discrepancy noted in insertion date :(B)(6) 2010, (B)(6) 2009. Left device in the infundibulum of the uterus and the right lying outside the contour of the uterus. The scout film shows the essure catheters contrast is seen entering the uterus. The uterus is unremarkable. No contrast is seen in the fallopian tubes and no spill is seen diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion; on (B)(6) 2011: good essure catheter function with no contrast seen in the fallopian tubes. Imaging procedure - on (B)(6) 2009: bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record : stress incontinence,migraine headache,urinary incontinence,hypertension,abnormal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation- uterus/migration /migration of essure device location of device: lower part of my uterus') in a 47-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included flank pain, hyperlipidemia, migraine, endometrial disorder, hyperkeratosis and adenomyosis. Concurrent conditions included hypertension and obesity. Concomitant products included ibuprofen and lisinopril since (B)(6) 2019. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced migraine ("migraines / headaches"). In march 2013, the patient was found to have weight increased ("weight gain"). In november 2015, the patient experienced pruritus allergic ("allergic or hypersensitivity reaction type: itchy dry skin"). On (B)(6) 2017, the patient experienced stress urinary incontinence ("bladder or urinary problems or changes: stress incontinence"), 8 years after insertion of essure. In (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2018, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating."). In september 2018, the patient experienced abdominal pain lower ("lower abdominal pain"). In may 2019, the patient experienced mood swings ("hormonal changes describe: mood swings"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury related to essure? Yes"), urinary tract disorder ("urinary probems"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (robotic total laparoscopic hysterectomy bilateral salpingectomy.). Essure was removed on (B)(6) 2021. At the time of the report, the uterine perforation, dysmenorrhoea, pelvic pain, abdominal pain, psychological trauma, urinary tract disorder, fatigue, alopecia, headache, nausea, weight increased, mood swings, pruritus allergic, migraine, abdominal distension, abdominal pain lower, stress urinary incontinence and genital haemorrhage outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, fatigue, genital haemorrhage, headache, migraine, mood swings, nausea, pelvic pain, pruritus allergic, psychological trauma, stress urinary incontinence, urinary tract disorder, uterine perforation and weight increased to be related to essure. The reporter commented: she had received treatment for pain,migration,bladder problems, discrepancy noted in insertion date : (B)(6) 2010, (B)(6) 2009. Left device in the infundibulum of the uterus and the right lying outside the contour of the uterus. The scout film shows the essure catheters contrast is seen entering the uterus. The uterus is unremarkable. No contrast is seen in the fallopian tubes and no spill is seen. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Hysterosalpingogram: on an unknown date: total bilateral occlusion; on (B)(6) 2011: good essure catheter function with no contrast seen in the fallopian tubes. Imaging procedure: on (B)(6) 2009: bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: stress incontinence,migraine headache, urinary incontinence,hypertension,abnormal bleeding pelvic pain, retained dislocated essure device, genuine stress urinary incontinence. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2021: mr received : reporter information, relevant history, explant date and removal details were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation- uterus/migration') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury related to essure? Yes"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the uterine perforation, dysmenorrhoea, pelvic pain, abdominal pain, psychological trauma, urinary tract disorder, fatigue, alopecia, hormone level abnormal, headache, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, fatigue, headache, hormone level abnormal, nausea, pelvic pain, psychological trauma, urinary tract disorder, uterine perforation and weight increased to be related to essure. The reporter commented: she had received treatment for pain,migration,bladder problems, diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received: case became incident. Event injury nos deleted and events 'dysmenorrhea, ,pelvic pain, abdominal pain, psych injury, perforation- uterus, urinary problems, fatigue, hair loss, hormonal changes, headaches, nausea, weight gain' were added. Product start date added and patient date of birth added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.